Event description:
It was reported that a critical cardiac procedure with the x7-2t transducer could not be completed on the affiniti 70 ultrasound system due to image artifact. The procedure was able to be completed on another ultrasound system. There was no patient or user harm associated with this event. The philips service engineer cleaned the connectors on the system ports and transducer to address the customer¿s immediate concern. Philips has started an investigation, and upon completion, a follow up report will be submitted.